Event description:
Pt presented to surgery (B)(6) 2024 for cystoscopy, left ureteroscopy, laser lithotripsy, basket stone removal, left ureteral stent exchange, left retrograde pyelogram. Reported during the procedure, the lumenis moses 200 laser fiber worked for a short time without issues and then it started making a loud clicking noise. The fiber was changed out and it resolved the issue with no more episodes to follow during pt's procedure.